Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the previous reservoir was not removed but a new component was implanted. During the procedure, fluid loss was identified due to a hole in the previous reservoir. The facility did not elaborate on the cause for the perforation. The patient was stable and improved following the intervention.